Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted (B)(6).

Event description:
It was reported that the right ventricular (rv) lead impedance had been climbing for several months and the bipolar sensing had decreased since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a chest x-ray was done and did not show any changes with the lead. The patient is not dependent so the lead will remain in use and be monitored.